Manufacturer narrative:
Insulin pump received with blank display and constant tone alarm due to moisture damage on electronic assembly. Unable to verify re cal alarm due to blank display. Insulin pump received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump made a high pitched noise. The customer stated that the insulin pump was beeping while the battery was out. The constant tone did not disappear. The display did not return after removing the battery from the insulin pump for two hours. The customer received a re cal alarm and was told it was caused by static electricity. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.